Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that their handset has issues and they were having a hard time getting a bolus. The agent reviewed the data and assisted patient deleting the data. The patient was able to connect to pump without lag. The patient will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. The patient reported that they were having a problem with the handset. The patient stated that they could not get it to deliver a bolus. The screen was all black and unresponsive. The patient then stated that the screen on the handset was up and stated they were seeing that their bolus request seemed to be stuck and not advancing. The patient closed out of the application and then went back in and stated that the connection to the pump seemed to get stuck at 90%. The patient was able to request the bolus when they reconnected. The agent walked the patient through clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.